Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, while tunneling from the sternum to the device pocket, the electrode appeared to pass posterior to the ribs. The physician elected to proceed with the implant and plans to continue monitoring the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This report has been filed to correct the following fields: suspect medical device d4 catalog number, model number, serial number, d1 brand name, d2 common device name, as well as updates to b5: describe event or problem, h6: device codes, patient codes, and impact codes. This correction is being submitted because it was identified that the reported event was related to the electrode delivery system crossing behind the ribs during the implant procedure. The physician has decided to continue monitoring the patient. No adverse effects have been attributed to this event at this time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The tunneling tool perforated the thoracic space during the procedure. Please refer to section b5 for more information regarding the specific circumstances of this event.

Event description:
It was that this electrode crossed behind the rib cage, during the tunneling from the sternum to the device side, it seems that it crossed behind the ribs. It was noted that the clinic will continue to follow up this. This electrode remains in service. No adverse patient effects were reported.